Event description:
In 2001, the physician achieved arteriotomy closure using the closer tsl 6 fr. Device following a peripheral interventional catheterization. Five days later, the patient presented with a possible infection and was taken to radiology. Access site aspiration was performed but was unsuccessful. The patient was taken to surgery that evening. Post surgery evaluation showed infection of anterior and lateral wall of native iliac vessel. The findings of culture are unknown, but the patient was sent home and is doing fine.